Manufacturer narrative:
The customer did not request field service to inspect the equipment. Requested medical monitor review of patient data. The amo medical monitor's assessment of the patient chart indicated that the topography for the patient revealed truncated ablations in both eyes and determined that the treatments were truncated due to the nasal hinge of the flap impinging on the ablation zone or fluid accumulation near the hinge. The most likely cause of the central under ablation is central fluid from intraoperative pachymetry. No further information is available.

Event description:
The doctor reported that a patient treated for laser vision correction presented at a post-operative examination with a decentered ablation and mild central steepening in both eyes. The patient also reported experiencing glare/haze in the left eye. The patient's post-op ucva is 20/20 in the right eye and 20/15 in the left eye and the bcva is 20/20 in both the right and left eye. The customer uses a mechanical blade to cut the flaps.